Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
A female patient was scanned on an ingenia 1.5t. After the examination reddening of skin was observed on the back of the upper right arm, which developed into a blister of 5x7 cm.